Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient developed an infection. Symptoms of fever and aching were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.